Event description:
It was reported that the device was used during a laparoscopic bariatric roux en y. The device jaws locked out, because the knife blade upon the first firing completion sprung back into the original position. The gold cartridge confirms that the surgeon was only able to complete the first firing stroke. It is unk if the device was stuck on tissue. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.